Event description:
It was reported that an alert/notification settings issue occurred. The wearable was inserted into the arm on (B)(6) 2025. On (B)(6) 2025, it was reported that the patient experienced a failure to alert after which they experienced a hyperglycemic event. The day of the event the cgm was reading high, and when a fingerstick was taken the blood glucose reading was reading high as well. The patient stated that no alert was received for the high cgm reading. The patient experienced feeling tired and took a taxi to the emergency room where they arrived at 10:00pm. When a fingerstick was taken the blood glucose reading was 800 mg/dl. The patient was treated with intravenous fluids and with insulin either via injection or intravenously as well. The patient was discharged at noon the next day, and still felt tired at that moment. At the time of the report the patient was stable. No other details were documented. Data has been received but is pending evaluation. A follow up report will be submitted upon completion. No additional event or patient information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
Subsequent to the initial MDR, a correction is required.

Manufacturer narrative:
B5 describe event or problem - additional. H2 correction/additional information. H6 medical device problem code - correction. H6 type of investigation - additional. H6 investigation findings - correction. H6 investigation conclusion - correction.

Event description:
Subsequent to the supplemental MDR, additional information became available. It was reported that an alert/notification settings issue occurred. The wearable was inserted into the arm on (B)(6) 2025. On 10/13/2025, it was reported that the patient experienced a failure to alert after which they experienced a hyperglycemic event. The day of the event the cgm was reading high, and when a fingerstick was taken the blood glucose reading was reading high as well. The patient stated that no alert was received for the high cgm reading. The patient experienced feeling tired and took a taxi to the emergency room where they arrived at 10:00pm. When a fingerstick was taken the blood glucose reading was 800 mg/dl. The patient was treated with intravenous fluids and with insulin either via injection or intravenously as well. The patient was discharged at noon the next day, and still felt tired at that moment. At the time of the report the patient was stable. No other details were documented. Data investigation confirmed the allegation as no alert/notification. The probable cause was snooze disabled. It was found in connection with the reported allegation that on the alleged event date, (B)(6) 2025, at 02:01 pm, the estimated glucose values rose above the high alert threshold (250 mg/dl), and the app delivered the high alert at 10% volume. At 02:02 pm, the high alert was acknowledged. The egvs remained above the high threshold, reaching high (over 400 mg/dl) at 03:56 pm, but no additional high alerts were delivered as the snooze feature was disabled. No additional event or patient information is available.